Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 500mg/dl with extreme thirst associated with the pump not emitting an expected reminder. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted that the patient did not have the reminder feature turned on. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.